Event description:
It was reported that t:slim x2 pump battery would not charge and pump showed power source alert. There was no reported impact to the customer¿s blood glucose level. Customer was using tandem charging cable and wall adapter, and technical support instructed customer to plug wall adapter into outlet known to work and leave it connected for at least 30 minutes to see if pump would begin charging, with plan for follow-up and no additional information received regarding outcome of event.